Manufacturer narrative:
Thermo fisher scientific reviewed 4 customer data files. A review of the customer data verified that the run-to-run variability was caused by their first run being set up improperly and the repeat run exhibiting optical mixing due to insufficient vortexing of the qpcr plate. The optical mixing issues caused a single sample in 1 of the customer's data files to be called false positive. The issue occurred on contrived positive samples during laboratory assay development and therefore had no patient impact. No false results were reported to patients or their healthcare providers. In addition, the customer is performing an unvalidated workflow on off-label sample types.

Event description:
Customer is not following approved eua workflow and IFU and developed their own assay using manual mvpii extraction, a quantstudio 12k 384 block instrument and varying sample types, both np and saliva. Customer filed a complaint stating that they are seeing discrepancies in their contrived positive samples results on (B)(6) 2020, and on (B)(6) 2020 indicated that the same samples were called inconclusive. On (B)(6) 2020 customer confirmed that the issues were encountered during validation runs and they hadn't started patient testing.